Event description:
Complaint investigation when a consumer reported receiving a low reading of 147 mg/dl on a medisense precision xtra monitor when compared to a valid laboratory comparsion of 256 mg/dl. These values, when plotted on a clarke error grid, fell into the "d" zone showing them to be clinically significant. No death, serious injury or emergency medical intervention was reported.